Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to a blood glucose level of 25 mg/dl, which was treated with food and glucose tablets. The customer reported that her blood glucose level rose to 150 mg/dl, but dropped again while hospitalized. The insulin pump did not show any signs of malfunction. The insulin pump was not replaced or returned for analysis.